Manufacturer narrative:
(B)(4). Device logs have been received, but evaluation not yet begun. The device logs have been received but the evaluation has not yet begun. A follow up report will be submitted once logs have been reviewed and the investigation is complete.

Event description:
Customer requested a log review for a suspected over infusion of insulin. Insulin was infusing on alaris pump at 12.9 units/hr at 0854. IV channel display was scrolling 12.9 u/hr. At 0920, pumps started beeping and indicated IV drip was complete; the bag of insulin (100 units in 100 ml ns) was empty. Pt was assessed and there was no distress. Bedside accucheck still reading critical high. There was no pt harm and no medical intervention was required. Customer stated unable to provide further pt info.